Event description:
It was reported that the patient¿s therapy was working ¿great¿ the year prior to the report. The patient saw his healthcare provider (hcp) about a month prior to the report to have it readjusted and now it wasn¿t ¿helping that much¿ and he couldn¿t feel any stimulation at the time of the report. The patient went back to ¿number 1¿ and used to be on ¿number 2.¿ the patient reportedly lowered it because he thought the vibration was ¿too high.¿ it was noted that the patient got to the point where he felt ¿a pinching feeling on his nerve¿ and then he didn¿t have an overactive bladder. If he didn¿t do that however, he felt like he was going to the bathroom ¿quite a bit¿. The ¿pinching feeling wasn¿t really uncomfortable.¿ it was reportedly ¿just a tiny pinch that stopped the bladder from overreacting. The reporter indicated that therapy was helping the patient about 50% with medication. This had always been the case since implant. It was further reported that the patient was having treatment performed for his kidney stones, the problems related to this of which were indicated to have started 3 or 4 years prior to the report. The patient¿s stones were ¿dropping and were hurting his kidneys.¿ this was going to be the patient¿s first operation and he wanted to make sure he ¿didn¿t wreck¿ his device. The device was reportedly helping the patient. Prior to having the device, ¿it was horrible every time the patient urinated.¿ it was later reported that the neurostimulator ins was working well after implant and then stopped working. The patient experienced loss of therapeutic effect and was not sure when the change in therapy effect happened but was a good 5, 6, 7 months ago. The patient was feeling in his lower buttocks. It was further reported that the patient was using a tens unit in their front area right above and around the penis area and right above the bladder. The patient was using it for pain relief in the penal area. The also used percocet, ibuprofen, and lidocaine patch and cream that helped as well. The penal area pain was not related to the patient¿s device as this started prior to implant in 2012. Since implant, even though they had the device implanted, the patient still had the urge to go to the bathroom all the time. The patient felt like they had a constant urinary tract infection (uti). The device had helped these symptoms and the patient went from an 8 to a 4 on a scale. No outcome or interventions were reported regarding this event. Follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04buz, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).